Event description:
The 30mm was resized and replaced with a 32mm which embolized. The patient required surgical removal.

Event description:
Allegedly removed during revision surgery of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00158, 00168. This event occurred in (B) (6).

Manufacturer narrative:
This event was reported on 1043534-2010-00253, 00252, 00254. This event occurred in (B)(6).